Event description:
Customer alleged it's always breaking down and the arm rest came off. Minor injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model tdx, serial number/date code is unknown. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a female whose age, height and weight are unknown. The consumers preexisting medical condition consists of cerebral palsy. The consumers stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The consumers friend stated that the arm rest came off the chair causing the consumer to injure her elbow. No medical intervention alleged.